Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a tibial articular surface provisional was found broken after sterilization.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The device was not returned with the complaint for review. The lot was manufactured in march of 2014 and has therefore been in the field for more than two years. It is unknown for how many times the device is being used. The DHR results were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. In addition, persona tibial articular surface provisionals (tasps) top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A previous investigation was opened for the breakage of these provisionals. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. However, the failure of the instrument was caused by the surgeon hitting it with a mallet, which is advised in the persona surgical technique which states that: "apply gentle pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. Therefore, misuse is considered as the root cause of the event as the surgeon used a mallet to strike the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now known that the device fractured after being struck with a mallet by the surgeon during a knee arthroplasty.